Event description:
It was reported to philips that the device experienced a system failure and was displaying a red x. There was no reported patient or user involvement and no adverse patient/user impact.